Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle damage occurred before use with a needle precisionglide 18 x 1 - 1/2 in. The following information was provided by the initial reporter, "the package has two needles, one complete and other its by the half near the package seal."

Event description:
It was reported that needle damage occurred before use with a needle precisionglide 18x1-1/2in. The following information was provided by the initial reporter, "the package has two needles, one complete and other its by the half near the package seal."

Manufacturer narrative:
H.6. Investigation summary: DHR of the batch was reviewed and no quality notification was found related with the defect. The picture sent by the customer was analyzed and with that was possible to perform an investigation, confirming both defects and determine the root cause of multiple units in a single unit package and needle damaged. The manufacture processes are validated in accordance with the defined acceptance criteria. During the manufacturing process, visual inspection is performed every 02 hours in 40 pieces in the packaging step. In the same way, visual inspection is performed every 02 hours in 50 pieces in the assembly process. Moreover there is a vision system which inspects 100% of needles during packing process step. During those inspections described it is possible to detect both occurrences. Conclusion: multiple units in the blister and needle damaged occur because the needle shield is out of dimensional specification. The shield will fall during movement in the packing machine. The needle without a shield will be packaged alongside one with a shield and will not be rejected during the vision system check. Shield defect occurs due to mold temperature variation. H3 other text .